Event description:
It was reported by the clinician that the procedure was being performed on a female pt. A triple lumen catheter was being placed in the subclavian vein when the spring wire guide (swg) began to uncoil and separate. An x-ray was performed and a "small piece" of the swg was retained in the pt's soft tissue. A consult is being done by the hosp to determine if they will leave the piece in the pt or remove it. There have been no pt complications reported. In 2008, sales rep stated that they will be leaving the wire segment in the pt. The nursing dir will be meeting with the medical dir to discuss additional in-servicing.

Manufacturer narrative:
Sample will not be returned for eval.